Manufacturer narrative:
Initial reporter address: (B)(6). The devices were discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that five unspecified elastomeric devices underinfused. The devices were filled with fluorouracil. This issue was identified during infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.